Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned to for product evaluation. The returned device included the header bag, hemostasis sheath, carrier tube, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found kinked near the base of the carrier tube where the bypass tube was also found. The anchor was exposed from the distal tip of the carrier tube where the collagen was also found saturated in blood. The complaint can be confirmed for a kinked carrier tube. The exact root cause could not be determined. The likely cause was determined to have been unsupported insertion of the carrier tube. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that right groin access was obtained with terumo 6fr pinnace sheath. The case was completed normally. Upon closing the involved angio-seal device was attempted and failed to enter the arteriotomy. The angio-seal device itself would not travel down the carrier tube therefore no closure was obtained. Manual pressure was held and there was no effect to patient. The procedure performed was a left heart catheterization. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.